Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low laser power using the laser indirect ophthalmoscope. Additional information was requested, but none received.

Manufacturer narrative:
No further information was obtained from this customer. With no additional, related information provided, the customers reported event was not confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The customer reported that their laser indirect ophthalmoscope (lio) was receiving low power from the system. The customer declined to have servicing completed. Therefore, no additional, related information is available. The customer reported event was not confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).